Manufacturer narrative:
An ultraflex distal release esophageal stent was returned for analysis. Visual examination of the returned device noted that the stent was almost fully deployed with only the proximal crochet stitches intact. No issues were noted to the profile of the partially deployed stent or the delivery device. During analysis, the investigator retracted the deployment suture and fully deployed the stent without any issue. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex distal release esophageal stent was used during an esophagus stenting procedure in the middle lower esophagus performed on (B)(6) 2015. According to the complainant, the stent was used to treat a malignant stricture caused by esophageal cancer. Reportedly, no visible damages were noted on the device. During the procedure, the physician deployed the stent; however, the stent stopped to release when it reached the last 1cm. The stent was removed from the patient partially deployed. The procedure was completed with another ultraflex distal release esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex distal release esophageal stent was used during an esophagus stenting procedure in the middle lower esophagus performed on (B)(6) 2015. According to the complainant, the stent was used to treat a malignant stricture caused by esophageal cancer. Reportedly, no visible damages were noted on the device. During the procedure, the physician deployed the stent; however, the stent stopped to release when it reached the last 1cm. The stent was removed from the patient partially deployed. The procedure was completed with another ultraflex distal release esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis